Event description:
It was reported that the patient received inappropriate therapy and there were three inappropriate ventricular fibrillation detections due to t-wave oversensing. Additionally, after the patient received the shock, the r-waves and t-waves were larger, the slew rate changed, and t-wave oversensing was resolved. Repositioning of the competitor lead was completed to improve r-wave measurements. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.